Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: inratio: 1.3, ref: 3.2, mean: 2.25, confidence limits: 1.4-3.1. Customer results were analyzed and accuracy confidence limits were not met. Time elapse between results not provided. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Reported inratio results 3.6, 1.7, and 4.1 not valid in comparison because time elapse exceeded three hours. Discrepant test record reviewed. Previous in-house test ref (B)(4), sl 216965, revealed accuracy met criteria. Strip deficiency not established. No further action required. Follow-up from customer on (B)(6) 2009 revealed an inratio of 4.1 upon retest using the new strip lot. Customer was informed that strips were possibly compromised and was advised to discard tha rest of the box. As of 10/22/2009, 16 discrepant result complaint were reported for lot # 216965 yielding a complaint rate of 0.009%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.